Event description:
It was reported that the customer was hospitalized due to an unknown reason. The customer also mentioned that they had diabetic ketoacidosis. The insulin pump was stuck in the rewind process. Customer's blood glucose level at the time was unknown. No significant event leading up to the incident was mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.